Manufacturer narrative:
Investigation into this complaint is ongoing and further information has been requested.

Event description:
A physician contacted a clinical account manager and proctor to inform them that his recent therasphere case, it appeared that most of the dose had gone to the gallbladder instead of the liver tumor. The physician had been observing the patient and so far the patient hadn't experienced any adverse effects. During follow up by the proctor about a week later, the physician stated there were no signs of cholecystitis at this time. The physician was reminded of the protocol for administering ciprofloxacin if it is thought that the cystic artery is involved.